Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the electrocardiogram connector on the link electronic module (lem) board w as loose and the lem board was replaced and calibrated. It was further noted that the lower case feet were worn and the system fan was noisy, both the lower case and the fan were replaced. (B)(4).